Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed. One 4 fr dual lumen powerpicc sv catheter with a t-lock and a 3cg stylet inserted was returned for evaluation. An initial visual observation showed some use residue on the returned sample. A split was observed in the red lumen of the catheter between the 47 and 48 cm depth markers. A microscopic observation revealed the split was mostly straight with somewhat rough edges. Striations were observed on the fracture surfaces, which were flat and somewhat lustrous. The split was observed to encompass most of the red lumen but also extended into the white lumen through the septum. The shape and texture of the split observed in the returned sample suggest the catheter was damaged by a sharp instrument such as a scalpel or scissors. H3 other text : sample evaluation findings in manufacturer's notes.

Event description:
It was reported that hole observed in white lumen at 47cm mark discovered when priming line.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew0891 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reew0891) have been reported from the same facility in (B)(6).

Event description:
It was reported that hole observed in white lumen at 47cm mark discovered when priming line. No other information was provided.